Event description:
It was reported that an ilet display became unresponsive and froze on the fill tubing screen, preventing further operation; a replacement device was shipped and the original is pending return. Symptoms included no adverse clinical effects and blood glucose remained stable while the patient used backup therapy. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included a review of the reported malfunction, coordination for device return, and plans for device analysis upon retrieval. Investigation of this case revealed a screen/input malfunction consistent with a user interface/display failure during the fill tubing workflow. It was concluded, based on previously established findings for similar reports, that the cause was undetermined pending device evaluation.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.